Event description:
An ipp device was implanted on 07/13/94. The cylinders were revised on 12/21/94. The pump was revised on 10/11/95. Information received on 07/24/97 indicates patient states "his pump stays flat when trying to inflate cylinders."